Manufacturer narrative:
A philips remote service engineer (rse) walked the biomed through a clinical audit. The time of occurrence was 10:48am and the clinical audit clearly shows alarming at the specific time. They were also able to see alarms on the unit in the patients alarm review. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the spo2 is not alarming. The device was in use on patient at time of event, there was no adverse event reported.